Event description:
Distal screw went through the plate in two spots (2 different screws). The surgeon did leave the plate in the pt because he felt it would not have any negative effect on the pt.

Manufacturer narrative:
Parts from several lots evaluated. Parts from one lot were found out of specified tolorances.